Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a longitudinal tear starting 1 mm proximal from the proximal end of the distal markerband and extending 2mm proximally. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the polymer shaft was kinked 40mm distal from the distal end of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-09321. It was reported that balloon rupture occurred. The target lesion was located in a non tortuous and heavily calcified left anterior descending (lad) artery. A 06/3.00 flextome¿ cutting balloon¿ was selected for treatment. During procedure, it was noted that the balloon ruptured under nominal pressure. The physician then decided to use a 10/3.00 flextome¿ cutting balloon¿; however, the device also ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status was safe.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-09321. It was reported that balloon rupture occurred. The target lesion was located in a non tortuous and heavily calcified left anterior descending (lad) artery. A 06/3.00 flextome cutting balloon was selected for treatment. During procedure, it was noted that the balloon ruptured under nominal pressure. The physician then decided to use a 10/3.00 flextome cutting balloon; however, the device also ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status was safe.